Event description:
Caller reported a malfunction on the pump which caused the customer¿s blood glucose level to exceed 500 mg/dl, caller reported cgm is showing "high" but highest value unknown. To address the high blood glucose levels, the customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from any third party.